Event description:
Enduser advised unit does not work properly due to lid that sucks the mucus out is not sucking properly. Enduser advised unit has not been working since he received back about four months ago.